Event description:
Boston scientific advantage mesh used in a&p repair and bladder sling by dr. (B)(6). I was told by dr (B)(6) that this mesh was 'better' than all of the other mesh that has been included in lawsuits, that there are no problems with this 'new' mesh. I was not told that (B)(6) 10 days prior to my surgery the FDA changed the classification to high risk. Two weeks post op I could feel mesh exposed was told it was just a stitch and would heal. After 9 months of increasing, a 2nd opinion found that 1 inch mesh is exposed with surrounding tissue erosion. Returning to surgery to trim mesh excise erosion. Why has FDA allowed mesh to be used with an extensive time for mfrs to submit data? There should at least at a minimum be a mandatory real informed consent required whereas pts are informed that there is no data of safety, complications may not be excessive, but when there are complications they can be life altering when there is about 5% difference in effectiveness between mesh and non mesh sui and pop long term outcomes. (B)(6).